Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, today a surgery was done in which they used the suture *(removed). The doctor reports that the thread broke (it was in poor condition). Another suture was opened and it was in the same condition. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: please find attached the answer from (B)(4). -were there any patient consequences? If yes, please describe. R/ no. -it was reported that "...surgery was done in which they used the suture *(removed)..." -was the suture removed in a reoperation procedure? R/ no. -was reoperation necessary to remove the suture and re-close the wound? R/ no. They finished the procedure with another suture. -it was reported that "...(it was in poor condition)..." Please provide details. R/ 3 eaches of suture was in bad condition from box, they are going to send it for our analysis. -any photos available for visual analysis? Yes, attached. -please confirm the number of devices for product return and provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.r/ three eaches of suture, the shipment was not sent it at this moment from honduras. -please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). R/ (B)(4) nurse & sales rep of (B)(4).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. One open foil with a detached needle and several suture pieces was received for analysis. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, the needle was examined, and suture remnants were found in the barrel hole. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.